Event description:
It was reported that an increase in pacing lead impedance and an increase in capture threshold were observed via remote transmission. No anomalies were seen with the lead via x-ray. No noise or impedance changes were seen with pocket manipulation. The changes in capture threshold and impedance were suspected to be patient related rather than lead related. The patient will be monitored. The lead remains implanted.